Manufacturer narrative:
Per tandem user guide: only use u-100 insulins in your pump. Only u100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using ademlog insulin. Tandem technical support informed the customer that admelog is off label per that tandem user guide. Additionally, air bubbles were observed along the infusion set tubing. The customer changed the infusion set to resolve the issue. Customer's blood glucose was 130 mg/dl.